Event description:
Event description boston scientific, crm received information that this pacemaker was observed to have an estimated longevity of 1.5 years at a routine follow-up. The device was implanted in july 2005, and is part of the second failure mode population described in the physician communication on september 22, 2005. The device was working normally at that time. It was later reported that the patient went to the hospital because she felt bad. Upon interrogation, it was noted that the patient's rate was 40 bpm with intermittent right ventricular (rv) loss of capture. The threshold had increased to 5.0 v at 0.5 ms, which was near the programmed device output. The patient is pacemaker dependent and the device and rv lead were subsequently explanted. A new pacemaker and rv lead were implanted without further complication.